Event description:
Caller reported an alarm related to an occlusion event that occurred earlier in the day. There was no information provided about any adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin therapy, and additional assistance was not considered necessary by technical support, resulting in the closure of the case.